Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of capture on this patient's right ventricular (rv) lead. Additionally, this lead perforated which was confirmed through x-ray and echocardiogram. A pericardial window with patch was then performed and the lead was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.